Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device would not likely be able to provide sufficient defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The contracted service agent did verify the reported failure and recommended that the customer replace the device. The customer has not made any decision regarding the device replacement and the device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.